Manufacturer narrative:
Per the cartridge instructions for use: always carefully read and follow the instructions provided with your insulin. Follow time and temperature limits for stability of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and cause was related to expired insulin. Customer felt sick and collapsed while walking up stairs. Bolus via pump and water was consumed to address bg. Customer changed out pump supplies. As the event had occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.